Event description:
The manufacturer received information alleging a ventilator was alarming and would not delivering the set volume. There was no report of patient harm or injury. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator was found to be contaminated with dust and dirt. The device's blower motor, air inlet path, flow sensor, system board and active exhalation control module were replaced to address the issue.